Manufacturer narrative:
The corneal inlay remains implanted; therefore, it is not available for evaluation. The device history record (DHR) review of the manufacturing lot for this device is underway. A supplemental report will be submitted. Complaint reference number: (B)(4).

Event description:
The subject was enrolled in the clinical study for ide and underwent uneventful surgery with implantation of the investigational corneal inlay in the right eye. Four years postoperatively, the patient presented with recurrent central corneal haze, grade 4. The patient is being treated with topical steroids and the inlay is scheduled to be explanted. The patient reports experiencing mild sensitivity to light in bright sunlight conditions, but there has been no significant decrease in bcdva. Additional information is being requested.

Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection. Dimensional analysis (measurement of edge thickness and inlay diameter) was attempted, but was unable to be performed due to the condition of the returned inlay. The inlay was received in a folded, dehydrated state and would not reform after 96 hours of immersive rehydration. Visual examination revealed particles on the inlay surface, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a storage container for transport. It should be noted that the device was not properly stored during transport and it was received in a non-hydrated state. (B)(4).

Manufacturer narrative:
The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. (B)(4)

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The surgeon confirmed that corneal haze did not cause a significant decrease in best corrected distance visual acuity (bcdva). At the visit one month post inlay explantation, central haze had not resolved, categorized as grade ii.